Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient wanted the device explanted. The rep reported that the patient quit charging (B)(6) 2017 and hated the stimulation. The rep reported that the patient thought the device came on and off, it was spastic feeling and vibrated her butt off. The rep reported that the patient was a poor historian. The rep reported that they offered reprogramming at the healthcare provider¿s (hcp) office but the patient refused. The rep reported that they reminded the patient of the success in 2014 and she had not been met since then. The rep reported that they encouraged the patient to meet with them but she refused stating ¿I want it out.¿ the rep reported that they told the patient to schedule an appointment with the implanting hcp. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.